Manufacturer narrative:
During ge healthcare technician checkout, it was noted that mechanical ventilation was impacted. Removed and reconnected flow sensor connection with sensor interface board (sib) to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during pre-use checkout, unit alarmed 'no expiratory flow sensor'. There was no reported patient involvement.